Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a stuck button alarm. The customer's blood glucose level was 278 mg/dl at the time of the incident. The customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to revert to backup plan per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad due to corroded keypad traces at all buttons. Unable to perform the displacement test and self test due to unresponsive keypad.